Event description:
A consumer called and stated that, following cataract surgery, consumer's vision has been distorted. Consumer states that objects appear magnified. More info is being sought from the implanting surgeon.